Event description:
Customer reported device = 300 mg/dl around 4 pm. One hour later, the customer was taken to the hospital. Emergency medical technician (emt) device = 105mg/dl. No treatment was received. A request was made for return product and replacement product was sent.